Event description:
Reporter stated the customer felt sick and received three blood glucose results of "hi" (> 33.3 mmol/l). He delivered a bolus of 6.0 i.u. Each time, but this did not decrease his blood glucose. He went to the hospital, and his blood glucose was 70.0 mmol/l. He was treated with an insulin infusion and was still hospitalized at the time of the report due to pneumonia. Reporter stated the hospital believes the insulin delivery of the infusion device is inaccurate. The customer switched to his backup infusion device, and the alleged product was requested for evaluation.

Manufacturer narrative:
(B)(6).